Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown; device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that (B)(6) year old consumer gave herself an injection in her abdomen with a 32 g x 4 mm bd ultra fine insulin pen needle while riding in a car and the needle broke off in her injection site. The consumer went to an emergency department and received an x-ray and an ultrasound. She and her parents were advised by a surgeon to wait and watch because performing surgery would be too invasive. No further medical interventions were reported.